Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered a red alert due to high out-of-range shock impedance measurements between 150-194 ohms over the last year, and this was an ongoing issue with this lead. It was noted that the patient was non-compliant with follow-ups and in need of radiation therapy. Technical services (ts) recommended max energy shocks due to the high out-of-range shock impedance measurements, and recommended performing these shocks prior to receiving radiation therapy. This rv lead remains in service. No adverse patient effects were reported.